Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a perforation and pericardial effusion occurred. The patient was undergoing a left atrial appendage closure procedure. The watchman access system (was) was deep seated in the laa. While advancing the 27mm watchman laa closure device and delivery system in the was, a cardiac perforation occurred with subsequent pericardial effusion. The patient experienced an acute drop in blood pressure. The watchman closure device was deployed in order to seal the perforation. Pericardial drain was performed; the patient was stabilized. The patient underwent surgery to remove the closure device and close the laa. There were no further patient complications reported and the patient was stable post surgery.